Event description:
A device was used during a laparoscopic sigmoid procedure. The device did not staple when fired. The case was converted to an open procedure to complete the case. There were no other consequences to the patient.